Event description:
It was reported that purple liquid was observed in the ilet pump cartridge chamber despite no visible cracks or external leakage and with the user reporting proper supply change and no overfill; blood glucose levels were not affected. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical intervention or hospitalization. Investigation included user interview, troubleshooting and education, and device replacement with return logistics. Investigation of this case revealed a suspected cartridge or cartridge-chamber fluid leak inconsistent with external damage, with the affected component being the cartridge and related pump cartridge chamber. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.